Event description:
It was reported that a user paired an ilet system with a new freestyle libre 3 plus sensor and did not see the warmup countdown while the pump indicated it was still pairing; the user was not in bg run mode. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that rescanning the sensor in the ilet mobile app returned a ¿sensor already started¿ message, after which the warmup countdown appeared on the pump and pairing completed. It was concluded that the event was a temporary pairing display issue that resolved with rescanning, with no device performance impact and no patient harm.